Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 17 units of insulin during the load sequence. Tandem technical support educated the customer regarding the minimum fill amounts that the cartridges and pump require to successfully load a cartridge. As a result, customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined to address elevated bg at the time of the event. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.